Manufacturer narrative:
Despite several attempts from physio-control to get the device returned and obtain more information, the device was never returned for evaluation, nor was any additional information provided. A cause of the reported issue could therefore not be determined.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the lid reed switch according technical service update (tsu) 356. However, the device would still not provide any voice prompts or power on. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control has initiated a recall for the reported issue on 05/06/2016.  Reference correction/removal reporting number 3015876-05/06/2016-002-c.  (B)(4).

Event description:
The customer contacted their distributor/service to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The distributor/service agent replaced the lid reed switch according technical service update (tsu) 356. The device would however still not power on or provide any voice prompts. There was no patient use associated with the reported event.